Event description:
A manuscript titled "efficacy of vagus nerve stimulation in intractable epilepsy patients in cyprus" was received by the manufacturer for review. The article discusses efficacy of vns over time, which was analyzed in 27 patients. One patient developed a superficial infection but did not have the vns explanted as a result. Attempts to obtain additional information have been unsuccessful to date. The report of one patient who had vns explanted due to dysphagia associated with vns stimulation is captured in mfg report number: 1644487-2013-00103. The reports of the two patients who died of sudden unexpected death in epilepsy (sudep) are captured in mfg report numbers: 1644487-2013-00104 and 1644487-2013-00105. The report of one focal patient who had worsening of seizures is reported in mfg report number: 1644487-2013-00101. The vns explant due to painful stimulation in the neck is captured in mfg report number: 1644487-2013-00100.